Manufacturer narrative:
Additional information added to h6 and h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a revaclear 400, dark red blood was observed to be seeping from the top and bottom of the dialyzer. This occurred when attempting to fix the transonic machine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.